Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that battery status indicators were different than expected based on information provided to boston scientific. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any even slight changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please refer to the description for more information regarding the specific circumstances of this event.

Event description:
It was reported that this pacemaker device had one year remaining from last checked and then went to more than six months in a span of four months and it has been there since that time. Moreover, the patient recently checked the gas gauge and showed two years. The clinician will continue to see the patient every month until elective replacement indicator (eri) triggered. This device remains in service. No adverse patient effects were reported.